Manufacturer narrative:
At this time no conclusion can be made to what extent the device may have caused or contributed to the reported event. With no lot number provided a review of the manufacturing records could not be conducted. Should additional information be provided, a supplemental emdr will be submitted. This file represents the flat mesh (device #1), a second emdr file was created to address the second flat mesh (device #2). Not returned to manufacturer.

Event description:
The following was reported by the patient's attorney: on (B)(6) 2014 the patient underwent surgery for implant of an unspecified "bard mesh" (flat mesh) (device #1). On (B)(6) 2016 the patient underwent surgery for implant of unspecified "bard mesh" (flat mesh) (device #2). It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. The patient's attorney alleges product is defective and that the patient experienced emotional distress.